Manufacturer narrative:
Occupation: lead tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was tested prior to an abscess drainage procedure. During the test, it was noted the device was drawing in air at the base of the hub where it connects to the catheter. The procedure was completed with a different device of the same kind. As reported, the device did not make patient contact. The patient did not experience any adverse effects or require additional procedures due to this occurrence. Additionally, the product will not be returned as it was discarded by the user facility.

Event description:
See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: b5 - description of event: it was initially reported the described air leakage occurred prior to patient contact with two ultrathane mac-loc locking loop multipurpose drainage catheters before a third catheter was used to complete the procedure. Investigation ¿ evaluation. A review of the device drawing, instructions for use (IFU), manufacturing instructions and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record and complaint history could not be conducted as the lot number was not provided. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.